Event description:
It was reported that during a laparoscopic gastric bypass procedure, for all the cartridges the staples did not fully deploy, however, it is unknown if the device was fired inside or outside of the patient. A (B)(4) device was used to complete the procedure. No adverse consequences reported. Three cartridges will be returned, the device was discarded.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis results found that three (B)(4) cartridge reloads were received in good visual condition. Reload (a) was received fully fired. Reloads (b) and (c) were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reloads (b) and (c) were tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event described could not be confirmed as no instrument was returned for analysis.